Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing while programmed in the alternate vector. The smart pass feature became disabled due to low amplitude signals. It was noted that this patient has separate recording device implanted as well as medication management. Technical services (ts) provided troubleshooting recommendations including reprogramming and possible revision. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing while programmed in the alternate vector. The smart pass feature became disabled due to low amplitude signals. It was noted that this patient has separate recording device implanted as well as medication management. Technical services (ts) provided troubleshooting recommendations including reprogramming and possible revision. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted because of multiple inappropriate shocks. The system was replaced with a non-boston scientific product. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.